Event description:
Received information stating that the customer would go through a complete load sequence but would be returned to beginning. Tandem technical support was able to assist customer with filing a cartridge, but they could not get past the fill tubing step-the pump would stop at 8.4 units and return to the start of fill tubing. There was no report impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.